Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in 2008, in the patient's left (os) eye. The lens was explanted the next day, due to excessive vaulting. Subsequently, the patient experienced elevated iop, narrowing of the angle, angle closure and shallowing of the anterior chamber. The lens was not exchanged for a shorter lens.